Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. The device was filled with 4800mg of fluorouracil (non-baxter product) diluted with g5% (non-baxter product) for a total fill volume of 115 ml. The device was then connected to the patient; however, no solution was infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from october 25, 2014 to october 26, 2014. The device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing passed successful with evidence of flow at the distal luer when the luer cap was removed. The reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.